Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. Troubleshooting with tandem's technical support was performed. The customer did not have access to a power source at the time of the report to determine if the display would turn on, but stated the display illuminates when alerts and reminders are received. Customer's blood glucose level was not impacted. Reportedly, the customer stated they would continue to use the pump using a power source to turn on the display and had manual injections as backup insulin therapy.